Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device's sensor board failed to calibrate. The device's sensor board was replaced to address the issue. The device had evidence of physical damage.